Event description:
It was reported that a supera stent delivery system (sds) advanced to the chronically occluded, superficial femoral artery (sfa), without reported issue. During deployment, the physician did not rotate the deployment lock to the unlocked position and the proximal part of the stent was trapped in the delivery system. The delivery system was retracted and the stent elongated, approximately double the size. There was no intervention and the patient outcome was reported as good. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent was not deployed per instructions for use (IFU). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment difficulty and stent elongation could not be confirmed as the stent had already been deployed. A review of job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review and query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on visual analysis of the returned device, there is no indication of a product deficiency. It was reported that the physician did not rotate the deployment lock to the unlocked position during stent deployment. It should be noted that per the supera instruction for use (IFU), while maintaining increased magnification, rotate the deployment lock to the unlocked position. Under fluoroscopy, slowly advance the thumb slide to the distal most position on the handle. Confirm under fluoroscopy that the entire supera stent has emerged from the outer sheath and is released. Failing to unlock the deployment lock to fully deploy the stent contributed to the reported difficulties. Based on the reviewed information, no product deficiency was identified.